Manufacturer narrative:
Film evaluation results are: the exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. It is possible that disease progression and the tapered diameter and angulated proximal neck may have contributed. The cause of the thrombus observed within the bifurcate aortic body, and to a lesser extent within both limbs, are unknown. It is possible that the migration may have caused the bifurcate to fold over itself at the flow divider, which then may have led to the observed occlusion. Images during the 2x endurant cuff intervention with reportedly resolved the endoleak were not provided.

Event description:
An aneurx stent graft limb was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that, approximately five years and nine months post index procedure a CT revealed that the aneurx bifurcate stent graft had migrated to 5 cm below the lowest renal artery and that there was a proximal type I endoleak. Additionally, it was noted that there was 2 cm of overlap between the ipsilateral limb of the aneurx bifurcate and the aneurx iliac extension. A type iii separation endoleak was not observed. A secondary intervention was performed where the neck of the original aneurx stent graft was extended to the level of the renal arteries with two endurant 70mm cuffs. The intervention was successful and the type ia endoleak was resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.